Event description:
Caller reported that patient's infusion set tubing detached from the luer lock. Caller indicated that this occured 2-3 times and that the patient would discover the issue after smellling insulin. Caller indicated that patient would then change the infusion set. Caller indicated that patient did not receive medical assistance to address this issue.